Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the endowrist one vessel sealer stopped working during the procedure. Follow up with the initial reporter confirmed that the endowrist one vessel sealer was working earlier in the case. The customer removed the instrument at one point because they needed to use other instruments in the procedure. The endowrist one vessel sealer stopped working when they went back to the instrument later in the case. According to initial reporter, it would not work or seal at that point. The surgeon completed the planned surgical procedure successfully. There was no report of patient harm, adverse outcome or injury.